Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. During polymorphic ventricular tachycardia (vt) episodes oversensing and double counts were noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.